Manufacturer narrative:
(B)(4). The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l65874), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the peek pid of two of the 4.9mm healx adv sp biocomposite anchors got into the shaft. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The devices were discarded by the staff.